Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 29mm epic stented porcine heart valve w/flexfit system was implanted. Post implant an echocardiogram was performed and noted that the leaflets would not open fully. The valve was explanted and replaced with a new 29mm epic stented porcine heart valve w/flexfit system. The patient was on bypass for the prolonged period of time and due to religion the patient was not able to received blood products. The patient was reported to be in stable condition and since has been discharged.

Manufacturer narrative:
The reported event the leaflets not opening fully could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspule coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.